Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (lack of information). Conclusion: (lack of information).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform 54 mm in diameter. The access artery and the aorta are both mildly tortuous. The access artery is moderately calcified. It was reported that at the index procedure a type ia endoleak was noted and successfully repaired by remodeling the stent graft with a reliant balloon. A type ii endoleak was also noted. At the one month follow up a CT with contrast was done. A type ia and type ib endoleak were noted. No additional clinical sequelae were reported, and the pt status has not been reported. (MFR report #2953200-2011-01563; 2953200-2011-01564).